Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and lightheadedness. It was further reported that the right ventricular (rv) lead exhibited fracture, loss of capture, high impedance and oversensing which caused pacing pauses. The lead was capped and replaced. No further patient complications have been reported as a result of this event.